Event description:
It was reported that pico 7 pump in situ for 24 hours on wound 2cm diameter 1/2 cm deep with foam filler. Pump then displayed all lights lit up and stopped working. Patient needed to go back into hospital to get new pump. No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found no defects. The functional evaluation found the motor current was out of range, establishing a relationship with the reported event. The root cause was determined to be a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.